Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed potassium (k) result on a dimension exl 200 system. Siemens hsc has reviewed the information provided by the customer and the dimension exl instrument data. A siemens customer service engineer (cse) was dispatched to the site. The cse performed maintenance tasks. During the service visit the cse adjusted the integrated multisensor technology (imt) pump rate and pressure foot; cleaned the rotary valve; performed super-conditioning; checked all alignments; changed all tubing and x-seal; performed alignments; checked the pump panel and tubing; adjusted and tightened syringes and probes; changed the clot check board, and updated the software. The cause of the event was not determined. The system verification indicates acceptable performance after the service visit. No other issues have been reported by the customer since the service visit. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed potassium (k) result was obtained on a patient sample on a dimension exl 200 system. The result was not reported to the physician(s). The same sample was reprocessed on the same instrument and a higher result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed potassium results.